Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt. Please note: this device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in united states.

Event description:
The pt had severe stenosis on mid left anterior descending vessel. The physician engaged a vista brite tip jl 4 and a runthrough (terumo) wire was advanced through the lesion. The physician chose a worldpass 2.0 x 20mm to predilate, but "it was difficult to draw it back after predilation, due to mechanical problems, causing failure of predilation." The physician withdrew the product and used another worldpass.